Event description:
During an atrial fibrillation ablation procedure, when the ablation catheter was removed from the sheath, a transparent wire longer than the agilis came out; visual analysis of the ablation catheter did not show any issues. No difficulties with the sheath were noticed, but the wire is thought to have come from the inside of the sheath. The procedure was completed with no adverse consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported ¿transparent material¿ and the dilator were also received. The sheath was dissected; two sections of the jacket liner from the interior of the sheath were found torn and delaminated in long narrow strips throughout the sheath, consistent with the reported event. Information from the field indicated the reported issue occurred when the catheter was removed from the sheath. Additional analysis confirmed the sheath hub and jacket liner damage was consistent with a gouge by another device inserted through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.